Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional later reported capsular contracture baker grade ii and rupture. Device was explanted.

Event description:
Healthcare professional reported, left side rupture. And capsular contracture, baker grade ii. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b6, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe, as it is not related to the device. Rupture: observed, one opening assessed, as fold flow opening. As per the investigation procedure: non-penetrating nick and creases were observed. None of the observations are found to be potentially related to the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional later reported capsular contracture baker grade ii and rupture. Device was explanted.